Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Section h6 - health effect - clinical code: 4581: no code available (device dislocation) section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had the preloaded eyhance toric intraocular lens (iol) implanted in their right eye (od) on (B)(6) 2025. The axis was 95 degree, incision location 180 degree, sia 0 dpt. The lens slipped into the anterior chamber during surgery and was repositioned on (B)(6) 2025. The residual refraction has been stable for approximately 3 weeks (sph +0.5, cyl -0.5) 90 degree - sc visual acuity 1.25 (glasses do not improve their vision). Account indicated that it was the first time for this surgeon to implant a toric iol. No further details were provided.